Event description:
Pd catheter placed 5/94. Massive leaking of pd fluid noted 10/3/96, unresolved by decreased in pd exchange volume. Pd catheter removed surgically on 10/9/96. Surgeon noted neither internal or external cuff were glued to the catheter.